Event description:
Event description guidant received information that this implantable lead displayed oversensing on the rate/sense channel causing inappropriate ventricular episodes and inhibition of pacing. The ventricular lead measurments are normal and stable.